Event description:
Effusion [joint effusion]. Increased blood glucose level [blood glucose increased]. Case description: spontaneous report received in 2008 from a male patient who had a relevant medical history of mild osteoarthritis of the left knee and arthroscopic surgery in the left knee to repair a torn meniscus. The patient received his first 2 synvisc injections in the left knee the same month. When he checked his blood glucose level on the morning of original date, it was elevated to 229 mg/dl. His normal blood glucose reading in the morning was usually to higher than 135 mg/dl. The patient stated that the physician also gave him an injection of a corticosteroid in the left knee on the day of the second injection, but did not specify the reason for the injection. As of the date of receipt of this report, the patient outcome was unknown. Additional information was received on 21-jul-2008 from the treating physician. He reported that the cortisone injection was given to the patient per his standard protocol when administering synvisc. He always gives his patients 1 cortisone injection with 1 of their synvisc injections. No further information was provided. Additional information was received on 22-aug-2008 from the treating physician. The patient's relevant medical history was updated to include: mild grade of osteoarthritis in the left knee for a duration of 1 year, prior effusion, and previous treatment with nsaid's. The physician also confirmed that the patient previously underwent an s/p (status post) left knee arthroscopy. The patient completed a series of synvisc injections (lot#: w0705, exp. Date: aug-2010) in his left knee, with each injection given on the following dates: three times in original month. No effusion was collected before any of the injections and no exudate was collected after the last synvisc treatment. The physician reported that the patient received the corticosteroid injection for "acute effusion" - not per standard protocol as previously reported. No further information was provided on any of the events. As of the date of receipt of this report, the patient outcome was unknown. The updated qa investigation results were received the following month. The production and quality control documentation for lot# w0705, expiry date 08/2010, were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary - the production and quality control documentation for lot# w0705, expiry date 08/2010, were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.